Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third party service center, visible foam particles was found. Error code was also present. No other device problems were found. The device was scrapped.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.